Event description:
The lay user/patient contacted lifescan alleging that there are black marks on the meter's display. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury.